Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device implanted into the patient with droplets of a clear liquid visible on the catheter tubing near the distal connector piece. Several other droplets were noted on the fabric beneath the device. No details of the leak site or additional damage could be discerned from the photograph. A syringe was connected to the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a patient required PICC placement in the antecubital vein of the right elbow in (B)(6) 2025. During maintenance on (B)(6). Exudate was observed at the puncture site. After nursing staff partially removed the catheter, they discovered it was damaged and leaking fluid. To ensure patient safety, the entire catheter was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.